Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. The cause of the high bg was unknown, and a specific bg value was not provided. The cartridge and infusion set were changed to address bg level. Multiple follow up attempts were performed by tandem technical support to complete troubleshooting, however, customer did not respond.

Manufacturer narrative:
Device not returned.